Event description:
It was reported the subject device produced a pink/purple image. The issue was identified when the operation started. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damage, charged coupled device was broken, and the r-unit was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the outer tube had scratches and the outer tube had a dent, the most probable cause of the identified failure is failure to follow instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device produced a pink/purple image. The issue was identified when the operation started. There were no reports of patient harm.